Event description:
The contact reported that her mother obtained inaccurately low blood glucose readings with test strips lot 1j513b. One month ago, the pt opened the first bottle of test strips from the box and, with the first test strip from the bottle, she obtained a blood glucose reading of 25 mg/dl. She did not have hypoglycemic symptoms so she thought this result was inaccurate. For this reason, the pt discontinued use of the test strips until 2/17/97. On 2/17/97, the pt performed a blood glucose test using the second test strip from the bottle and obtained a reading of 16 mg/dl. The pt was not home when the representative spoke with the contact. For this reason, no blood glucose tests were performed. The pt does not have normal control solution. The pt does not have a check strip. The desiccant is in the first strips bottle from the box. The pt has not opened the second bottle from the same box. The pt's meter was set to the appropriate code. She stores the test strips in the kitchen.

Manufacturer narrative:
Dsi is unable to confirm customer's complaint based on retention sample results. On 2/17/97, dsi requested that product be returned for evaluation. 4/16/97 return product has not been received. Lot 1j513b expired on 4/1/97. No further investigation is possible.